Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The customer was not willing to provide any further information on this event. The device was not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 290021mm was explanted from the aortic position after an implant duration of three (3) years and six (6) months for unknown reason. A valve model 2800tfx23mm was implanted in replacement. As reported, no further information was available from the site.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 2900mu21mm was explanted from the aortic position after an implant duration of three (3) years and six (6) months for unknown reason. A valve model 2800tfx23mm was implanted in replacement. As reported, no further information was available from the site.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5, d4 (model number), d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not available for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. No further information was available from the site. The cause of the event cannot be determined.